Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads . This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing found the reloads to apply to test media with proper transection and staple formation. Functional testing also confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of anvil clamping feature deformation may occur under the following conditions: one: application over tissue that is beyond the recommended thickness range. Two: application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: sales rep present at case during a robotic assisted sleeve gastrectomy procedure. When the first reload was loaded onto the idrive, the reload stopped half way through firing. Tried to continue to fire, but would not work. Removed the reload and put on a second reload. The same issue happened again and the reload would not fire. Thought it might be an idrive issue so put the reload onto a manual handle. The first handle did not work, would not fire. Put reload onto second handle. Eventually were able to get it to work with some force. Were able to finish the procedure ok with no affect to the patient. Unsure of which handle was able to finally work. Lot packaging for reloads was discarded. Used gore reinforcement material. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.